Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge and was using fiasp and lyumjev insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and informed customer that fiasp and lyumjev are off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.